Event description:
It was reported that during a breast biopsy using the probe, after deploying the marker and while removing the probe and marker from the breast, the plastic tip sheared off into the probe. There was no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Sheared off. Evaluation summary: the analysis results found that the mam3008 device was received with the introducer tube detached and the tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the mfg process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.